Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was not implanted. Section d6b: explant date: n/a - lens was not implanted. Section e1: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) crumpled when the plunger was pushed forward during preparation. There was no patient contact with the device. No patient injury reported. The procedure was completed using a back up iol. No further information was provided.